Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient reportedly, underwent a lumbar interbody fusion procedure using rhbmp-2/acs with interbody construct(s). Approximately ten months post-op, the patient complained of pain. CT scan demonstrated a large mass with apparent localized resorption. An exploratory surgical intervention was reportedly performed approximately eleven months post-op. The surgeon reportedly, encountered a large mass of bone with some endplate erosion during the exploration, and pathology of the excised tissue was consistent with bone. Pathology report also reportedly yielded presence of non-specific inflammatory response.